Event description:
It was reported that p-waves could not be measured. When the av delay was changed in the permanent programming parameter, the p-waves were 0.9 mv. The device exhibited no capture at 7.0 v when testing in aai mode at 110 ppm. When programmed to the unipolar configuration, there were 60 cycles of noise. No noise was noted in the bipolar configuration. The patient was mostly asymptomatic.